Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that device could not be interrogated. During the previous visit seven month earlier, the device longevity range was 4 to 39 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device had lifted hybrid bond wires.

Event description:
It was reported that device could not be interrogated. During the previous visit seven month earlier, the device longevity range was 4 to 39 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.